Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator was unable to get to the rinseback display following a routine hemodialysis treatment. Rinseback was not completed, resulting in an estimated blood loss of 125cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to user error as the operator was not following the proper procedure for performing rinseback. The user' guide provides adequate instructions for performing end of treatment and rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding rinseback. Nxstage medical considers this report closed. No additional info will be provided.